Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the smart phone and transmitter on (B)(6) 2016. Patient was advised to forget all bluetooth devices on the phone and close all applications. No injury or medical intervention was reported.product data was returned for evaluation. Data was reviewed on 02/16/2016. The reported event of loss of connection was confirmed. A root cause could not be determined.